Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that no physical damage was found. A functional evaluation was performed on the returned device and found the sensors damaged, giving non-standard pressure and flow. And at the time of calibration the measurements were also out of standard. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a defective transducer. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the flow of the control unit dyonics 25 was out of control, it tried to low the flow, at the end of the surgery the patient's arms and shoulder were huge because of the swelling. The procedure was completed without surgical delay using the same device. No further complications were reported.